Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received the device. The reported symptom "high distal occlusion" was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. No related device malfunction was observed and the device was calibrated to ensure continued accurate occlusion detection.

Event description:
It was reported that a spectrum pump had "high distal occlusion" during preventative maintenance testing. It was also reported that there was no patient injury.